Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a lobe resection procedure, the patient showed signs of bleeding. The patient was taken back to the operating room and it was seen that the staple line had broken apart. More than 500 cc of blood loss was reported however, blood transfusion was not required. The staple line was oversewed to resolve the issue.